Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "high drive pressure" alarm, followed by several "electrical test fail #52" (drive transducer offset failure) alarms. The iabp was replaced and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the same error messages as reported and in addition, rec'd a "maintenance code #1" (atmospheric transducer offset failure) alarm. The company representative replaced the pressure transducer (part number 0682-00-0076-01). The company representative performed functional and leakage tests. The unit met factory specifications and was returned to the customer. The part was sent to (B)(4) repair center, for evaluation. Due to the time elapsed, no further info related to the part evaluation is available. (B)(4).